Event description:
It was reported that the device was in backup vvi mode. The device was explanted and replaced. The patient is doing fine.

Manufacturer narrative:
(B)(4). The reported field event of backup vvi (bvvi) was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.